Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The device partially fired. The staple line was incomplete which resulted in additional tissue resection and re-stapling.

Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
Customer states that during a gastrectomy, the surgeon started to fire with the reload to dueodenum, however, the device stopped firing. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident was that during a gastrectomy procedure the instrument partially fired. Visual examination of the staple cartridge noted that the reload was partially-fired to the 1 cm cut line. The reload was loaded into a pmv device for functional testing, the interlock was overridden, and the reload fired satisfactorily. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this devices lot number was released meeting all quality release specifications at the time of manufacture. Replication of the partially-fired condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.